Manufacturer narrative:
Additional information: d1, d4 all, d10, g 4 510k, h4, h7 & h9. D10. Concomitants: 6673570; 02-010-06-0240 - logic cc femoral size 4, left. 6018494; 02-010-06-0541 - logic post. Aug. Block size 4, 5mm. 6765266; 02-012-61-4000 - logic offset stem ext coupler 4mm. 5132191; 02-012-64-1612 - tru fluted stm ext 16mm x120mm blast. 6693763; 208-05-04 - cc distal fem augment sz 4, 5mm.

Manufacturer narrative:
Additional information: b5, b7 h6, investigation findings. H6. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Event description:
There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Procode: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Concomitant medical products: (B)(4) 02-010-01-0240 - logic femoral ps cem left sz 4; (B)(4) 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t; (B)(4) 200-02-38 - three peg patella 38mm; (B)(4) 204-34-02 - fluted stem extension 25l x 14 mm; (B)(4) 204-70-00 - tibial stem ext. Screw. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification, that patient underwent a left knee revision surgery on (B)(6) 2021 and was implanted with another recalled exactech optetrak device. On (B)(6) 2021 plaintiff underwent another revision surgery, approximately 1 month post revision procedure, and was again implanted with an exactech optetrak device. No device return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
H6: health effect - clinical code, medical device problem code, component code, type of investigation. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2025-02234. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and infection and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 67 months after a left total knee replacement procedure, underwent a revision procedure. Approximately 1 month post revision procedure, and the patient underwent a second revision procedure to address pain, recurrent effusions, and an infection. Pre-surgery, the patient's knee was aspirated. His cell count was found to be 38,500 and he was growing staphylococcus lugdunensis. Revision operative notes were provided. The surgeon performed irrigation and debridement and polyethylene exchange. The patient tolerated the procedure well, there were no complications, and he was transferred to the pacu in stable condition. No additional information is available.